Manufacturer narrative:
Corrected data: in review, it was noted that in the section ''b5'' of the initial MDR report, this sentence was inadvertently used that ''the foreign material could not be retrieved.'' Which is incorrect. The information has been corrected in this supplemental MDR report to indicate that, the foreign material was removed from the patient''s eye; however, the account did not save the foreign material to be returned for evaluation.'' All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 4/23/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: the sample was received for further evaluation at the manufacturing site. Visual inspection was performed, and foreign material was observed in the remaining solution. The reported event is confirmed. Manufacturing record review: a manufacturing record review for healon pro was performed and no deviation related to the complaint is reported in the manufacturing record. A search of complaints related to lot number was performed and three complaints have previously been reported on this batch, 1 complaint was related to foreign material. The manufacturing site subject matter expert performed an evaluation and the following information was provided: the material, rubber membrane is bromo-butyl rubber. The possible cause of coring of healon products: e.g., angle of the needle, the way pushing plunger rod, the temperature change affected the rubber hardness, etc. Coring is a known issue and is indicated in the directions-for-use (dfu) for most markets. Coring is affected by the temperature at which the product is used, which is one of the reasons that the manufacturer indicate that the product should be allowed to attain room temperature prior to use. Also the angle of the perforation needle could affect this, but there is no indication that the mounting of the perforation needle in this holder was faulty, i.e. Needle did not have extreme slanting angle, but was rather straight. Coring occurs at the time of perforation, before the plunger rod is attached, as seen in the dfu. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted; give date: n/a (not applicable). The healon pro is not an implantable device. If explanted; give date: n/a (not applicable). The healon pro is not an implantable device; therefore, not explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a white foreign material came out with the healon product when it was injected into the patient's eye. The foreign material was removed from the eye by aspiration with cannula. The foreign material could not be retrieved. It was indicated that the procedure was completed successfully. There was no patient injury reported. No additional information was provided.